Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2023-, product type catheter product ID a820 lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) and was confirmed by the healthcare provider (hcp). The rep provided the patient's date of birth and pump serial number. The rep reported that the hcp determined there was nothing wrong with the pump and everything was functioning properly. The patient was doing fine last the rep heard and the hcp was aware.

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (1300 mcg/ml) and bupivacaine (35 mg/ml) via an implanted pump. It was reported that the patient had their pump refilled last week and their ptm (personal therapy manager) was activated again after it had been inactive. The caller stated that the patient had been admitted to the ER (emergency room) over the weekend and was reporting a "numb feeling around the pump area" that started spreading and went all over when they got a bolus. Per the caller, the patient was suggesting that the catheter had become disconnected or there was a leak there or something. The patient also reported a return of their back pain. The caller stated that the patient could get 1 bolus per day of like 10% of the daily dose. The caller stated that the patient had an MRI and the caller checked the pump, and it was not showing any signs of malfunction.